Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet no longer opened and was stuck on the blue 'carefusion' screen. A technical support specialist remoted onto station, repaired the remote support services agents and followed knowledge article: "medapplication not launching automatically; station at blue screen" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. E1(initial reporter e-mail - (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not opening and stuck on the blue carefusion screen. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.